Manufacturer narrative:
Customer stated they were taking antibiotics. Per product labeling, when other medications, like antibiotics, are taken simultaneously it can lead to either an increase or a decrease in prothrombin time (inr).

Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using the stago/neoplastin method. At 6:30 a.m. The laboratory result was 3.3 inr and at 9:00 a.m. The meter result was 5.8 inr. At 10:00 a.m. The venous sample meter result was >8.0 inr and, using the same venous sample, the laboratory result was 3.6 inr. The patient's warfarin dose was adjusted based off the laboratory result. The patient's therapeutic range is 2.0 inr - 3.0 inr and tests weekly. The patient is in overall good health.